Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy procedure, the device misfired twice and they had difficulty removing the stapler from cavity while being used in anastomosis. The device¿s anvil fell in patient¿s cavity. Proctoscopy was done in order to retrieve the anvil. Surgical procedure was extended to 10 minutes. The patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy procedure, the device misfired twice and they had difficulty removing the stapler from cavity while being used in anastomosis. The device¿s anvil fell in patient¿s cavity. Proctoscopy was done in order to retrieve the anvil. Surgical procedure was extended to 10 minutes.